Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus calibration was off. The caller attempted onscreen calibration without success. It was further reported that the stylus was able to be successfully calibrated later in the day, and there were no further issues with the stylus. The programmer remains in use. No patient complications have been reported as a result of this event.